Manufacturer narrative:
Customer returned device with the complaint that the device has intermittent operation. The device was analyzed and complaint could not be duplicated. The pc board was removed and checked and re-seated. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: user error.

Event description:
Pace medical was notified on (B)(6) 2011 by (B)(6) via letter that unit had a fault.